Event description:
Integral steam boiler to a getinge model 133hc steam sterilizer had a fire inside the control box. Customer stated that there were flames coming out of the boiler control box. Customer shut off power to the boiler and extinguished the fire with a fire extinguisher that is on site. There were no injuries reported and property damage was restricted to the boiler control box.

Manufacturer narrative:
Getinge service rep evaluated the boiler and determined that the l1 termination point of the main terminal block was melted and charred. Evaluation of the l2 and l3 connection indicated that these connections were tight and within specification. Unit is under regular preventive maintenance with getinge service. Unit was repaired, parts replaced and is functioning to specification. Cause of the fire cannot be determined due to the damage caused to the parts involved in the failure and subsequent fire.